Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument has a broken ceramic sleeve. A broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.042¿ x 0.020¿. The instrument was also found to have thermal damage. There was sleeve thermal damage on the monopolar yaw pulley. Electrical continuity was performed and passed. The distal was disassembled in-house and no damage to the conductor wire or distal cap was observed. The root cause of this failure is attributed to manufacturing. The instrument was also found to have thermal damage on the distal clevis. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook (470183-14/n12200211 0180) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on (B)(4) with 3 uses remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: there was evidence of thermal damage proximal to the ceramic sleeve. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the instrument was broken and loose. There was no protective sheath or seal covering. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 05-may-2022: the procedure was completed as planned without any injury or harm to the patient. There was no arcing and no fragments fell inside the patient. The sheath piece at the base of the hook had become loose. The issue was resolved after reverting to a backup instrument.